Event description:
During an in clinic follow up, low pacing impedance, a loss of sensing and a loss of capture were noted on the right ventricular (rv) lead. It was suspected there was lead insulation damage due to improper sutures on the lead. Diagnostic imaging was performed and no anomalies were noted. The device was reprogrammed and a revision procedure is anticipated. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of low pacing lead impedance, loss of capture, loss of sensing and lead insulation damage due to improper sutures on the lead were not confirmed. As received, a complete lead was returned in one piece. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead was shorting due to over torqued inner coil at the connector region which is consistent with procedural damage. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Electrical tests and x-ray examination did not find any indication conductor fractures. Suture sleeve was not damaged. Inner insulation was not damaged.

Event description:
Additional information was received indicating the rv lead was explanted and replaced to resolve the event. The patient was stable.